Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a catheter body kink and that the catheter body was deformed in shape along with the dislodgment allegation.

Event description:
It was reported that the catheter was coming out of the patient¿s back. A rhizotomy surgery and pump and catheter explant were done on (B)(6) 2014. The devices were not replaced. The patient recovered without sequela. The device system was used to deliver gablofen. The cause of the event, troubleshooting/diagnostics, and patient symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.